Manufacturer narrative:
Analysis was performed by onsite service personnel which included testing. The results of the analysis confirmed the customer report. The fse determined that the pump was faulty and the nbp assembly required replacement. The device was returned to use at the customer site after the nibp assembly was replaced.

Manufacturer narrative:
Periodically the device shows a tube blockage error. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient monitor efficia cm12 indicating that the non-invasive blood pressure reading is high. The device was not in clinical use on a patient at the time of the event. There was no adverse event reported.